Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission with non-sustained lead noise due to post-paced t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. The oversensing was noted on a stored egm. Programming changes were recommended. Recommended programming changes were made. Dft and further actions will be discussed with the physician.